Event description:
The patient had an endoscopic procedure which necessitated use of the automatic blood pressure device on 7/22 & 7/23. The squeezing of the bp cuff bruised the patient's arm around the entire limb causing extreme discomfort requiring return to the emergery room. This was a frail very elderly man 92 years old on steriod therapydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. The device was not destroyed/disposed of.